Manufacturer narrative:
The review of device history record is being performed.

Event description:
The manufacturer was notified on 27 jun 2016 a perceval valve size 27 was implanted on a patient without difficulties. After placement a careful visual check took place, positioning seemed good, so post dilation ballooning (30sec at 4bar) followed, in combination with pouring warm saline solution over the valve. No abnormalities were found. After closing the aorta, taking of the aortic clamp, there was a central leakage (mild) visible on the echo. When increasing the blood pressure the leakage became bigger and a bit excentric. Surgeon decided to take out the valve and implant a stented (trifecta size 25) valve. X-clamp time added to replace the valve was 25 minutes. The outcome of the patient after surgery was good.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1211, s/n (B)(4), were pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the perceval size 27/xl heart valve prosthesis sn (B)(4) does not reveal any anomalies during the open/close phases as the valve demonstrated the correct leaflets coaptation and showed a regurgitant fraction in line with iso 5840 requirements.